Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc device. The customer reported sensor reading of 'hi' (> 500 mg/dl) with symptoms of incoherence, dizziness, cold sweats, and weakness. Emergency services were called and a healthcare meter result of 38 mg/dl was obtained. The customer was treated with glucose via IV, and a saline infusion. There was no report of death or permanent injury associated with this event.